Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2017. The customer has edema, her kidney function was down to a 4, and experienced a diabetic ketoacidosis. The customer was vomiting. The customer bolused with the insulin pump and treated with a manual injection. Customer's blood glucose level was 540 mg/dl. She was dehydrated. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.